Event description:
The account alleged the head hi/low cylinder is not holding the weight after install. The head hi/low drifts down.

Manufacturer narrative:
The account found the cylinder was defective. The account replaced the head hi/low cylinder to repair the stretcher.